Manufacturer narrative:
Findings: the insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The detailed trace analysis or pump history confirmed power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to isolated to internal battery. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump had power error alarm. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The insulin pump will not be returned for analysis.